Event description:
It was stated that there was liquid leakage. The event occurred during the patient use and there was no adverse event.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. As no lot number was provided, a review of device history records could not be conducted.. Based on the results of the investigation, the reported complaint could not be confirmed.